Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Triple arthrodesis. Wires sometimes get stuck in the drill when backing out.